Event description:
It was reported that this pacemaker was operating in safety mode. As such, device function is permanently limited. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.